Event description:
During an in-clinic follow-up, episodes of myopotential oversensing resulting in noise and inappropriate automatic mode switch were observed on the device. The device was reprogrammed to resolve the event. The patient was stable with no consequences and will continue to be monitored.